Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had the following issues; dislodgement, noise and high thresholds. It was also reported the right ventricular (rv) lead had the following issues; dislodgement, noise, loss of capture and undefined high impedance. The rv lead was first reprogrammed. The ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted there was no tissue present on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.